Event description:
Implant didn't achieve osseointegration, no thread tap used, diabetes mellitus, smoker, diseased mucous membrane, immediate implantation, bone resorption, peri-implantitis, infection, pain, fistula, inflammation.